Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt blood vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 10atm and 30atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 30 seconds. The device was removed from the patient's body using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure. It was further reported that the balloon ruptured at 10atm.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt blood vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated twice at 10atm and 30atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 30 seconds. The device was removed from the patient's body using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.